Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp was unable to close. Prior to the procedure, the clamp was reported to have been functioning as designed. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the reported issue was discovered following an incision being made. However the clamp was not used on the patient. There was a reported delay to the procedure of less than 1 hour due to this issue as a new clamp was gathered for the surgeon. Correction: the unique device identification (UDI) updated to the proper value. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" ((B)(4) 2017). The revised instructions for use (IFU) were provided with the notification.